Event description:
The dealer stated that the user states they experienced a burning smell and saw smoke from charger. They stated the charger was being used when they saw the smoke. The dealer is going to loan the consumer a charger until they are able to get their charger replaced. There were no injuries involved. He stated only the charger was causing the issue and no other parts on the chair were causing the issue. The dealer is going to call the company that he ordered the charger from. 01/25/2016 09:06 am (gmt-5:00) added by (B)(6): received response from (B)(4). He stated that it depends on what type of charger was purchased, exact model no, and specifications for charging the u1 batteries (gel-type/agm) in a m51 power chair. He stated that there are several factors that may lead to what the user is describing, including using a charger not designed to charge the batteries in a m51 power chair. He refers to the user manual, page 12 and 28. 01/22/2016 02:21 pm (gmt-5:00) added by (B)(6): called dealer and spoke to (B)(4), the repair service manager. He stated that the charger for this chair was not purchased through mk (which ivc uses) but from pride. He said it is the same model and s/n, but (B)(6) cheaper. He said he thought they were compatable. He requests we email him with any information regarding if they are compatible or not at (B)(4). Sent email to (B)(4) requesting information on charger recommendations. 01/21/2016 02:31 pm (gmt-5:00) added by (B)(6): called dealer, (B)(4), and left message with (B)(4). Need information as to what company the charger came from to confirm it is not an ivc product. 01/07/2016 02:22 pm (gmt-5:00) added by (B)(6): serial number model/catalogue number description : (B)(6). Invacare prid#(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).